Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated. The provided lot code of the cord was yx which is from 11/2012 which is over the IFU recommendation and is probable cause of wear and tear causing a spark.

Event description:
Per the salesrep during a bladder/prostate resection, when activating the esu fire/explosion occurred at the instrument and was quickly extinguished. No injury to patient or to staff reported. The cord was replaced and the procedure completed.

Manufacturer narrative:
Per evaluation the distal connector of the cord is missing. Approximately, where the connector would be, the end of the wire is burnt. The shaft of the proximal end is scratched. There is customer markings on the connector. Signs of customer use: yes. Evidence of use: missing connector, burnt wire, scratched connector.